Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that automatic mode switch and oversensing episodes due to atrial lead noise were observed. No intervention was performed as the patient was asymptomatic and will continue to be monitored.